Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced insulin flow block alarm event on (B)(6) 2025. The blockage was at tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6007368 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007368 were previously tested in complaint (B)(4) on 29/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6007368 was manufactured according to the wi version 114 in the line 3, on 31/may/2024, with a total of (B)(4) units. Gluing of tubing the lot 4e03631 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 30/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code 2 occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded and lot 6007368 and no other complaint has been registered in database for the same lot 6007368 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.